Manufacturer narrative:
The evaluation of the returned lens revealed that one haptic had been pulled out of the optic indicative of customer handling. All lenses are subjected to haptic pull tests prior to shipping. This lens passed all release criteria. No similar complaints have been received for this lot.

Event description:
User facility reports haptic broke off during insertion and the wound was widened in order to enhance removal.